Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that a patient underwent an open osteochondral allograft implantation procedure to the patella on an unknown date and topical skin adhesive was used. Within a week following surgery, the patient developed a maculopapular rash in the incisional and peri-incisional areas . The patient was diagnosed with an allergic reaction to topical skin adhesive. The patient was prescribed triamcinolone cream and the rash resolved within a week. By two months post op the reaction completely resolved with no long-term sequelae.